Event description:
On (B)(6) 2015, this patient underwent an endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. No issues were reported. The patient tolerated the procedure. On an unknown date in (B)(6) 2018, follow-up imaging identified a proximal type I endoleak with the aneurysm enlargement (amount unknown). It was reported that the patient's abdominal aorta just distal to the renal arteries was aneurysmal at the time of the initial procedure. Therefore, the device was deployed below the aneurysmal aorta to secure the proximal sealing. The physician reportedly attributed the endoleak to the disease progression of the aneurysmal infrarenal aorta. On (B)(6) 2019, an additional device was implanted to extend the proximal neck to repair the endoleak. The endoleak was reported to be resolved and the patient tolerated the procedure.